Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours in the abdomen. Patient reported only using their abdomen for infusion sites. The patient reported symptoms of nausea and chills. The infusion site was red and not healing. The patient was taken to the ER (emergency room) and diagnosed with cellulitis. The pod was removed the day prior to the ER visit and discarded. The patient was given a prescription of antibiotics (duricef) 500 mg once a day for 10 days.